Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the suite pc failed to start up and was stuck in a boot loop. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed the issue with the suite pc software. Fse reloaded the suite pc software and backup was restored. After reloading the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.